Manufacturer narrative:
B5; additional information received: it was reported that the endurant iis stent graft was initially implanted to treat an abdominal aortic aneurysm. A type ia endoleka was diagnosed on an unknown date. Intervention was performed approximately 4.5 years post-index procedure , when the suprarenal stent fracture was observed. The intervention performed was a thoracic-abdominal repair with a non-medtronic branch device 4 vessel inner branch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported stent fracture was confirmed; however, the cause of the event could not be fully determined. The type ia endoleak could not be confirmed, but a proximal loss of seal was observed in the provided images. Thrombus was also noted surrounding the stent graft inner wall. The anatomy at implant is unknown, and earlier post-implant CT¿s were not provided for comparison of the stent graft's in vivo configuration over time. It is possible that disease progression due to neck dilatation associated with the thoracoabdominal aneurysm may have contributed to the event but this could not be confirmed. Lack of stent graft proximal neck radial support caused by neck dilatation may have may have increased the stress on the suprarenal stents. This added pressure could have contributed to the fracture of the two suprarenal stents and loss of proximal seal. B5; additional information received: two radiology reports from different dates were received. Noted a focal kink and narrowing in the distal descending thoracic aorta from the fusiform aneurysm to the bifurcation. There was also at least 50-75% narrowing of the right renal artery origin although normal perfusion and morphology was maintained. Focal cortical infarction also observed on the left kidney but no stenosis or occlusion of the left renal artery. The stent graft was patent without in-stent stenosis. The second report from approximately 6.5 years post-index procedure noted mural thrombus of the aorta. No endoleaks present and all arteries and stent patent. It is unknown if the renal issues may be related to the endurant device. Endoanchors were in situ, however, the date and reason for endoanchor placement could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a follow-up appointment, a stent graft (stent graft esbf3614c103ee endur iis bif) exhibited a stent strut fracture and separation of stent points from the top of the stent. The patient had returned for an aortic aneurysm repair and received treatment as planned. Imaging confirmed the stent issue, and the stent fracture is in resolved but causing no consequence to patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.